Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the image guide fiber bundle (cfb). In addition, we confirmed that the light guide cable for prong coating damage, and the insertion flexible tube (ift) buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.